Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. As no lot number was provided, a lot trace was performed and a review of the manufacturing records for the most likely lot sold to the hospital confirmed that the product passed all manufacturing and quality inspections. Although the root cause of vessels not sealing properly could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown "the surgeon attempted to seal a big vessel with the voyant once and it was still bleeding. In her second attempt to seal the vessel with voyant she achieved hemostasis. It was a very bloody case so it is possible that her placement of the jaws was not correct on her first seal. The surgeon thought the vessel was not bigger than 7mm but it was not completely sure because the patient had very large fibroids in her uterus therefore the vessels were larger than usual because they were feeding the fibroids." Patient status - ok.